Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy properly. This occurred three times. The case was completed using a side biter clamp. The hospital did not report any pt effects. The products were returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "would not deploy properly" could not be confirmed but the malfunction was confirmed as a "failure to load properly". A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).